Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged and there was moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history did not show any errors, alarms, or warnings associated with the complaint. Visual inspection revealed that the battery compartment was cracked between the battery cap and the grip pad. There was evidence of moisture observed in the battery compartment. The pump failed leak testing due to the battery compartment crack. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.